Event description:
A malfunction alarm, specifically malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, resolving the malfunction without recurrence, and was advised to continue using the pump while monitoring for any further issues.